Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07334. It was reported that a perforation with subsequent pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. An unspecified pigtail catheter was positioned in the patient and the watchman® access system (was) was advanced over the pigtail catheter to the desired depth. The pigtail was removed and the 24mm watchman ® laa closure device & delivery system (wds) was advanced to align with the appropriate markerband. On fluoroscopy it was noted that the was had moved to an ¿upper site¿ at this point. Contrast injection was performed and observed to have spread into the pericardium indicating a perforation with subsequent pericardial effusion. After a few minutes, the patient experienced hypotension and ejection fraction decreased. Pericardiocentesis was performed; however, the bleeding continued. The was left in the patient to prevent more severe bleeding and the patient went to surgery. Surgery was successful and the laa was closed. The patient was noted to be stable.